Manufacturer narrative:
The product involved in the event was not returned for evaluation. The manufacturer, jiangsu guanda medical, has responded to supplier corrective action request. The supplier indicated they have no inventory of the component, 731-b4, lot 2402gd27b in warehouse. The retained sample from complaint lot was reviewed, no linting issue was observed. The device history record was reviewed, records were found to be conforming, and product was documented as meeting all specifications prior to release. There is no upward trend for this incident type. The manufacturer has retrained staff on november 11, 2024, on the "folding and finishing" and "organize process inspection" procedures to ensure teammates are appropriately inspecting towels for lint during inspection and folding processes. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
It was reported that blue fibers were found on patient's skin and in the surgical site (abdomen) during surgery. Additional information was received on (B)(6) 2024, the customer responded the surgery was a robotic hysterectomy. The fibers were irrigated and suctioned from site/skin with no other impact reported. Additional information was requested to get component information from the customer on october 11, 2024, october 14, 2024, and october 15, 2024.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.